Event description:
Per the clinic, the patient experienced pain and swelling at the implant site and was prescribed oral antibiotics (B)(6), 2014. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was explanted (B)(6) 2014. This report is filed (B)(4) 2014. Device is currently unavailable.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was prescribed a second round of oral antibiotics (10 day course) on (B)(6) 2014. This report is filed (B)(4) 2014.

Manufacturer narrative:
This report is filed july 29, 2014.